Manufacturer narrative:
There was no patient involvement in this event since the error occurred during set up and before starting the procedure. A maquet field service technician investigated the device on site and determined the motor control board was defective and needed to be replaced. However, the customer never completed a purchase order to allow the work to be completed, despite several reminders/requests to do so. Therefore no maquet technician repaired the unit and no investigation results are available. The field service technician has also confirmed that the customer no longer uses the device. Based on the above, no further actions can be completed and therefore this complaint will be closed. This is the final report for this incident.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 12:59 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated a damaged motor control board in one rpm. Exhibiting "safety-s alarm" and confirmed it by using another motor control board from the other rpm. The rpms came from the hl20 system with s/n (B)(4). (B)(4).